Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was noticed on the optic of the intraocular lens (iol) when removed from the packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes . Returned to manufacturer on: 12/15/2018. Device returned to manufacturer: yes. Device evaluation: the zcb00 intraocular lens (iol) was received at the manufacturing site for inspection. The lens was observed under the microscope and a foreign material was identified on the lens. The customer''s reported complaint was verified; however, the lens was handled and it could not be determine the source of the foreign material. During manufacturing, the iols go through various cleaning operations and 100% visual inspection under a microscope that will identify and discard an iol with similar particulate or substance. A product quality deficiency was not identified. The lens with the debris was analysed using a ftir (fourier transform infrared spectroscopy). The results revealed that the foreign material was consistent with a protein containing material such as skin. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. The sterilization record was also reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.